Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 1900229: 50 items manufactured and released on 28-mar-2019. Expiration date: 2024-03-05. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2206351: 198 items manufactured and released on 31-may-2022. Expiration date: 2027-05-16. No anomalies found related to the problem. To date, 174 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month and 2 weeks after the primary surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the head and liner.